Manufacturer narrative:
Updated b5 describe event or problem with additional information received from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a nonspecific product performance issue. Subsequently, this device was explanted and replaced. This product has not been returned for analysis. No additional adverse patient effects were reported. Additional information was received that this crt-d system exhibited noise and impedances issues.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a nonspecific product performance issue. Subsequently, this device was explanted and replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.